Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).

Event description:
It has been reported by the biomed technician that during an unknown procedure, the device stopped working and put itself in default mode. The device did work at first and then just stopped activate. No harm to the patient. The case was completed using another device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was sent to the service center for evaluation. Reported problem was not confirmed by the service center, however it was found that the motor was corroded. Which could¿ve caused the reported failure. The cable was in good condition. To fix the problem the motor was replaced. A possible root cause cannot be determined. A check of the manufacturing finished goods records for the reported serial number refers to spare part (B)(4) tornado hp and suction tube rohs. (B)(4) has sent to mitek only the handpiece body as a spare part (B)(4). During repair process in service center handpiece body was replaced in handpiece tornado and as a consequence serial number of the handpiece tornado has changed. The one spare part serialized device was released for distribution on april 11, 2016 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this spare part. A review of the depuy synthes mitek complaints system revealed two similar and one dissimilar complaint for the serialized device. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).